Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2018, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 23-aug-2019, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient receiving dilaudid (2 mg/ml at 0.3 mg/day) via an implanted pump. The indication for pump use was spinal pain. It was reported that the patient reported no efficacy since implant. There were no environmental, external, or patient factors that may have led or contributed to the issue. The hcp had tried several different pain medications in the pump. Today, the side port was accessed without difficulty; however, the hcp was unable to aspirated csf (cerebrospinal fluid) or anything at all from the side port. The hcp was going to attempt a therapeutic bolus tomorrow to determine catheter patency. It was unknown if surgical intervention would occur. The issue was not resolved at the time of the report, and it was indicated that the hcp had no further information to provide regarding the event.